Event description:
It was reported that during a generator upgrade procedure, the right atrial lead exhibited a sensing anomaly. The lead was capped and replaced. No complications occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.